Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient was treated for hypoglycemia while using the aviva meter. The patient received a blood glucose result of 400 mg/dl at 7:11 a.m. And he took an unknown amount of novolog insulin based on the blood glucose result. At 9:00 a.m., the patient's blood glucose result was 428 mg/dl. At 1:48 p.m., the blood glucose result was 136 mg/dl and he took an unknown amount of novolog insulin based on this reading. The patient was unresponsive approximately 10 minutes later, and the caregiver called the paramedics. The paramedics arrived around 2:15 p.m. And the blood glucose result was in the "30's mg/dl range" on their meter. The patient was treated with glucose gel and dextrose. The patient was transported to the emergency room where he was treated with more dextrose and an IV drip. The blood glucose results at the hospital were not provided. The patient was in the emergency room for about 5 and a half hours. Return of the suspect device was requested for evaluation.